Event description:
Information received indicates the brake is not working.

Manufacturer narrative:
The technician isolated the issue to wax build up on the casters which allowed the casters to slide on the floor. The technician cleaned the wax from the casters to repair the bed.